Event description:
The pt was found unresponsive. Family member used the suspect device to check pt's blood glucose and obtained a result of 483mg/dl. Family member then called the paramedics and waited for their arrival. The paramedics used their own meter to check the pt's blood glucose and obtained a result of 38mg/dl. Pt was given an IV and transported to the hosp. Events prior to the incident are unknown. The patient's family member said pt may have taken 10 units of humulin r instead of pt's normal 5 unit dose. The family member also stated that the suspect device was not coded properly to the test strips in use. No controls were used on the system. The suspect device was replaced and authorized for return to the MFR for eval.